Event description:
It was reported that a 43-year-old caucasian female patient underwent a primary breast augmentation with either a 455cc mentor memorygel breast implant or a 240cc mentor memorygel breast implant and experienced capsular contracture (baker grade unknown) on an unknown side post-operatively. As a result, the patient is to undergo device explantation on (B)(6) 2025. The patient reported two device serial numbers, however, it is unknown which serial number belongs to the impacted side. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Lot 6625807: manufacturing date: august 17, 2012. Expiration date: august 31, 2017. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 6599543: manufacturing date: june 13, 2012. Expiration date: june30, 2017. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined with the available information. D6b. (B)(6) 2025. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).